Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device met all manufacture specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during routine inspection, it was observed that the attachment device had an unspecified malfunction. According to the reporter, the attachment device was ¿hard to put burrs in and/or heating up¿. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.